Event description:
It was reported during bph procedure, console had fiber connection issue. Multiple fibers from different lots were tried on the console but the issue was not resolved. The procedure was not completed due to this event was reported. Patient outcome: no patient injury reported.

Manufacturer narrative:
System analysis/ service repair performed on august 24, 2018: the reported issue of fiber connection could not be verified. The test fibers were tried multiple times. Five of the customer's used fibers were tried twice each and connecting on the console with no issue. The system output was verified and operations was verified. The system meets manufacturer's specifications and is ready for use was noted.